Event description:
The pt reported that the keypad was under and over responding when trying to bolus. The ok button on the keypad required several presses to elicit a response. Additionally, when trying to bolus using the ok button, it appeared to jump ahead. The bolus history revealed there were 2 bolus occurrences and pt denies bolusing twice. There was no blood glucose excursion from this event. The reporter denies damage to keypad or exposure to water and cleaning products. The ok button felt flat.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.